Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 3/8/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of high control result is due to improper storage: strips left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint of e-3 error; test strip error. The e-3 error occurred as soon as the test strip was inserted in the meter. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test performed by the customer during the call on (B)(6) 2016 produced test result of e-3. The customer then opened a new box of test strips, performed a blood test, and received a result of 160 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date was two weeks at time of call.